Event description:
During an elective coiling procedure of left 2.5x3.2 mca bifurcation aneurysm, the physician placed a 2.5x3.5 galaxy g2 coil in the aneurysm. Physician had to reposition coil approximately four times before getting it into proper position. When the physician went to detach the coil in accordance with the IFU, the g2 coil would not detach. When the physician pulled back on the coil, it remained on the end of the device positioning unit (dpu) and the coil prolapsed into the parent vessel. The physician advanced a 4x7 hyperform balloon (did not inflate initially) and attempted to pull back on the coil to retrieve it. At that time, the coil detached from the dpu. Approximately 1cm of the microcoil remained outside of the sl-10 microcatheter. The physician inflated the balloon to ensure that it wouldn't release into the patient's vasculature. The physician pulled his guide catheter, microcatheter and coil and decided to stop the procedure. Dpu and detached microcoil are available for return and evaluation. No patient injury occurred as a result of the product issue.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The detachment fiber melted with a partial strand protruding above the resistive heating coil. There is a void to the right on the distal diameter of the pet outer sheath. This is in direct alignment of the detachment fiber which would allow the coil's socket ring to travel to and create this void. The resheathing tools v notch was embedded by the sheath's locking mechanism and was severely fractured when the unit was unlocked and when the sheath retracted straight back for use instead of up at a forty-five degree angle and then back. Note that the entire damaged edge around the v notch has been lifted above the surface plane. The sheath becoming embedded inside the v notch produced a severe binding action. It is possible that the binding action between the dpu, sheath, and coil may have caused the detachment fiber to stretch and lose tension and even damage the coil. It is also possible that the coil's socket ring may have been partially pushed into the pet outer sheath which may have further increased the loss of tension and increased the detachment difficulty. In addition, the coil was also repositioned four times through an acute angle from the distal tip of the microcatheter. Also, it was reported that the coil had to travel far. It is possible that by the time the detachment of the coil was attempted, that there may have been a sufficient loss of tension to the detachment fiber. This loss of tension to the detachment fiber may have contributed to the detachment difficulty. Also, the detachment button was only pressed once when three times are allowed. Therefore, the most likely root cause of the coils detachment difficulty followed by an unintentional detachment may have occurred due to a loss of tension. This loss of tension to the detachment fiber may have caused the fiber to extend above the resistive heating coil's socket ring when it melted. This may have temporarily captured the stretch resistant suture or the coil's socket ring and then released it during removal. An additional contributing factor to the detachment difficulty may have been due to only one detachment attempt was performed. This may have been a contributing factor to the complaint event as the IFU allows three detachment attempts before removing the unit. If the other two detachment attempts were performed, the coil may have been successfully detached. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger." It was stated by the sales rep that only one detachment attempt was performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "after the light goes out and the tone stops, detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approximately one (1) mm. Observe if the microcoil has detached. If the microcoil did not detach and no fault light is illuminated or flashing, repeat the steps above. If a fault light is detected, the system ready light is not illuminated (blue dcb only), or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire micrus microcoil system and redeploy a new microcoil system." Although not related to the complaint, it was found that the resheathing tool was advanced over the proximal end of the green introducer. If this occurs, the resheathing tool may open up the skive, damage the sheath, and allow the dpu to protrude outside the sheath when being retracted. This will prevent resheathing of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "return to the infusion microcatheter's rhv. Loosen the rhv and gently slide the introducer tip out from the rhv, over the dpu wire. Once a small section of the exposed dpu wire is visible, tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand, grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.